Event description:
It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Event description:
It was reported that a patient presented with a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No intervention or adverse effects were noted.

Event description:
New information receives notes that a patient presented with a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse effects were noted.

Event description:
It was reported that a patient presented with a new instance of post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse effects were noted.